Event description:
The pt was diagnosed with osteogenic sarcoma in the right proximal tibia in 2010. The pt was implanted with a stanmore implants custom device. In two letters dated (B)(6) 2012, both the pt's surgeon and his pediatric oncologist reported that the pt had sustained an unrelated injury to his leg which subsequently became infected and ultimately infected the pt's implant. Consequently, the tibial implant was explanted on (B)(6) 2012, and was replaced with an antibiotic spacer. The surgeon expected to remove the antibiotic spacer in (B)(6) and implant a new tibia. The revision implant (compassionate approval dated (B)(6) 2012) was successfully implanted on (B)(6) 2012 with no further complications were reported.

Manufacturer narrative:
The explanted device in (B)(6) 2012 was not returned for eval. The pt's surgeon and pediatric oncologist definitively concluded that the pt's unrelated injury caused an infection which ultimately infected the implant requiring removal. The implant explant and the subsequent procedure are not related to the stanmore implant, but rather to the unrelated injury that the pt sustained.

Manufacturer narrative:
A DHR review concluded that the product was shipped according to specification. The device was removed in (B)(6) 2012 and was replaced with an antibiotic spacer. A silver coated jts proximal tibia was implanted successfully in (B)(6) 2012 post infection treatment. The patient's surgeon and paediatric oncologist definitively concluded that patient's unrelated injury caused an infection which ultimately infected the implant requiring removal. The explant of the device and the subsequent procedure are not related to the stanmore implant, but rather to the unrelated injury that the patient sustained. The complaint is being closed and is being tracked and trended.

Event description:
The patient was diagnosed with osteogenic sarcoma in the right proximal tibia in 2010. The patient was implanted with a stanmore implants custom device. In two letters dated (B)(6) 2012, both the patient's surgeon and his pediatric oncologist reported that the patient had sustained an unrelated injury to his leg which subsequently became infected and ultimately infected the patient's implant. Consequently,the tibial implant was explanted on (B)(6) 2012, and was replaced with an antibiotic spacer. The surgeon expected to remove the antibiotic spacer in (B)(6) and implant a new tibia. The revision implant (compassionate approval dated (B)(6) 2012) was successfully implanted on (B)(6) 2012 with no further complications were reported. This is a supplemental report to 3004105610-2014-00006. ((B)(4)).